Event description:
The pt reported her insulin infusion device makes a noise during use. The pt was advised to discontinue using the device and contact her physician for alternative insulin therapy. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.